Event description:
The customer reported that she ran a control test and obtained a reading of 205 mg/dl at 1:56 p.m. With the contour next one meter. During troubleshooting, three additional control tests were run. One of three control tests gave a reading of 204 mg/dl at 3:05 p.m. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. The other two control readings obtained during troubleshooting were properly marked as control tests. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No the customer's weight was not provided.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.